Event description:
Pt had surgery on (B)(6) 2006 to repair left achilles rupture. Pt discharged (B)(6) 2006. Pt returned to doctors office. On (B)(6) 2007 with ulcer on wound and has gotten bigger over last 3 days. Pt admitted to (B)(6) for left leg achilles tendon wound debridement and lavage. On (B)(6) 2007 surgery went well and patient discharged (B)(6) 2007. Unknown if the depuy restore patch was the source of infection or the need for additional surgery.